Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. A probable cause may be due to age deterioration of the parts of the power unit by long term use. The device was approximately 14 years since manufactured and was presumed that the event occurred due to the user used the lamp more than the estimated lamp replacement time or the user installed the desired lamp (an unspecified product) without noticing the description in the instruction manual. Per the instructions for use: "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was not confirmed. Burned in testing was performed for over 2 hours and was powered on over 40 minutes and found no issue, the device is functional and was able to power on. In addition the scope socket and housing was found to be in normal condition. The unit however, was observed with non olympus lamp with over 500 hours of use. The air output are within specifications. The device passed all testing requirements and specifications and no issue were observed. Based on evaluation findings, the reported issue was not confirmed. The device passed all functional testing and specifications. The root cause of the reported issue by the user is unknown.

Event description:
It was reported that the device exhibited no power. According to the reporter , the power button on the clv-180 is sticking and not pushing in correctly to turn on the unit. The issue occurred during preparation for use and there was no patient involvement on this report. No user harm or injury was reported. .